Manufacturer narrative:
Device repairs for implementation of field change order (B)(4).

Event description:
The customer reported an issue involving rebooting of the central monitor during attempts to transfer patients on the device after january 1, 2018. There was no patient incident.